Event description:
Information received by medtronic indicated that insulin pump¿s battery was not lasting enough and had hairline crack at the back of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. However; customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring = black. (B)(6) 2020. The customer reported a crack at the back of the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, the battery tube spring inside the battery compartment is corroded. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After taking the boards out and inserting them into a known good case, the unit was able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of a crack at the back of the pump was confirmed during visual inspection. The blank display is due to a corroded battery spring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.